Event description:
Description of the problem (what / why) - catheter has a hole near the valve. How many times did the defect occur - one. Medical intervention (other than first aid) - not required. Needle stick/probe stick - not required. Other measures taken - yes. Safety problem - no. Problem solved - yes. How was the problem solved / additional information - tube shortened, valve changed. Photo / sample available - yes, photo safety valve broken / damaged / defective - no indication / not applicable. Safety clamp open if valve broken. / damaged. / d.. - no indication / not applicable. Safety valve lug broken / damaged - no indication / not applicable. Locking tab broken / damaged - no indication / not applicable. Leakage - yes, hole in tube. Successful drainage - yes, after valve change. Effects on patient - change valve. Impact on patient - yes, after valve change. Contact with blood / body fluids - no indication of this / not applicable. Change in course of treatment due to event - no indication of this / not applicable. Time spent in catheter - since (B)(6) 2022 where is the catheter located: in the a.bdomen or chest? - abdomen. Connected device (pleurx/peritx/brand) - 50-9050a. Procedure performed by - training staff. Performed at - home. Additional information - none / not relevant.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.device problem code: (B)(4).patient problem code: (B)(4).

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: one photo was received by our quality team for investigation. Upon visual inspection of the photo, we are unable to confirm the presence of a hole; therefore, the reported failure mode was not confirmed. A device history record could not be evaluated as the lot number is unknown. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis of the affected device. Examination of the product involved may provide clarification as to the cause for the reported failure. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see manufacture narration.

Event description:
Description of the problem (what / why) - catheter has a hole near the valve. How many times did the defect occur - one. Medical intervention (other than first aid) - not required. Needle stick/probe stick - not required. Other measures taken - yes. Safety problem - no. Problem solved - yes. How was the problem solved / additional information - tube shortened, valve changed. Photo / sample available - yes, photo. Safety valve broken / damaged / defective - no indication / not applicable. Safety clamp open if valve broken. / damaged. / d.. - no indication / not applicable. Safety valve lug broken / damaged - no indication / not applicable. Locking tab broken / damaged - no indication / not applicable. Leakage - yes, hole in tube. Successful drainage - yes, after valve change. Effects on patient - change valve. Impact on patient - yes, after valve change. Contact with blood / body fluids - no indication of this / not applicable. Change in course of treatment due to event - no indication of this / not applicable. Time spent in catheter - since (B)(6) 2022. Where is the catheter located: in the abdomen or chest? - abdomen. Connected device (pleurx/peritx/brand) - 50-9050a. Procedure performed by - training staff. Performed at - home. Additional information - none / not relevant.